Event description:
Discordant, falsely low calcium results were obtained on four patient samples on a dimension xpand with hm instrument. The discordant results were reported to the physician(s), who prescribed a citracal supplement to one or two patients. The operator had also observed out-of-range quality control (qc) results for calcium on the instrument. The operator recalibrated the instrument and ran qc, which came into range. The operator then reran patient samples that had been run prior to recalibration and they resulted higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer had already performed their own troubleshooting and stated that qc and patient samples had resulted as expected following recalibration of the instrument. The cause of discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.